Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not functioning properly. The customer reported that she had a blood glucose level of 44 mg/dl, but did not receive a low alert from the sensor. The customer also reported receiving sensor errors. Blood glucose level at the time of the call was 108 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.